Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected ventral wall mesh necessitating revision/removal. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records prior to 04/21/06 including CT scan and clinical examination were not provided.] (B)(6) 2006: (B)(4). (B)(6). Operative report. Preoperative diagnosis: incarcerated anterior abdominal wall incisional hernia plus extensive intra-abdominal adhesions. Postoperative diagnosis: incarcerated anterior abdominal wall incisional hernia plus extensive intra-abdominal adhesions. Procedure: laparoscopic repair of incisional anterior abdominal wall ventral hernia with a 30 x 24-cm gore-tex dual plus mesh and laparoscopic extensive lysis of adhesions. Anesthesia: general endotracheal intubation. Intraoperative complications: none. Estimated blood loss: minimal. Intraoperative findings: a 24 x 19-cm anterior abdominal wall incisional hernia with incarcerated small bowel and colon and extensive amount of intra-abdominal wall and anterior abdominal wall adhesions. Indications: ms. (B)(6) had a prior laparoscopic emergent open gastric bypass done in the past who has lost close 30 to 40 pounds since the operation. She developed symptomatic incisional hernia, worked up by CT scan and clinical examination. However, on (B)(6) 2006, she was relatively well. Description of the procedure: ¿the patient was identified as (B)(6). She was positioned supine. She received preoperative antibiotic. She was given general anesthesia, endotracheal intubation performed. The patient was put to sleep. Foley catheter was inserted. Venodyes [sic] were placed in lower extremity. We proceeded the case by prepping the abdomen and draping in sterile fashion. Ioban was used to drape the skin. The access was obtained in the tract of the peritoneal cavity. We open-cut down technique on the right subcostal area. We established pneumoperitoneum to 15 mmhg after the port was placed. Additional 3 ports were placed, 2 on the left side of the abdomen, they were versastep ports, and 3 additional on the right side of the abdomen, they were versastep ports. Once the ports were placed, the abdomen was examined. There were extensive amount of anterior abdominal wall adhesions between the omentum and peritoneal lining. These were taken down sharply with the ultrasonic shears. We also examined the abdominal wall. There was a hernia sac. It was excised with ultrasonic shears and further, there were some incarcerated small bowel and colon which was taken down meticulously and carefully with ultrasonic shears to reduce the hernia contents in the abdomen. Total time to do extensive lysis of adhesions was approximately 3 hours. Further adenolysis performed around the area of upper abdomen and liver which were taken down to free-up the liver edge from the abdominal wall. After complete meticulous adenolysis was performed, the bowel was examined. There was a ventrotomy noted. Hemostasis was adequate and complete. The abdominal wall was examined. There was a 24 x 19-cm abdominal wall defect noted. This was measured on the abdomen after the abdomen was removed off carbon dioxide. The defect was measured laparoscopically with the spinal needle. A gore-tex dual plus mesh was fashioned outside the abdomen, 30 x 24 cm. We had to fashion a mesh with 2 separate meshes to allow for adequate 4-cm margin circumferentially. With all sutures in place and the leg and ankle sutures on the mesh on the rough side, the mesh was subsequently rolled up, and 3 ties were placed in the mesh to secure it in place. The mesh was delivered within the abdomen through the 12-mm blunt port. In the abdomen, the mesh was unrolled with appropriate orientation with the rough side toward the abdominal wall and smooth side toward the peritoneal cavity. The tiny sutures were removed. The mesh was unrolled uneventfully. After appropriate mark on the abdominal wall, the 0 gore-tex fixing sutures were delivered trans abdominally with the costal suture passer. These suture [sic] were tied, and the remaining part of the mesh was anchored to the abdomen with an endo-tacker. The mesh was tacked circumferentially, and there was a nice snug on the abdominal wall. The cleaning portions of the mesh was delivered above the liver and intercostal margin. It was anchored with the endo-tacker. Once the hernia repair was completed, the abdomen was examined and the mesh repair was nicely tied and snugged on the abdominal wall. Hemostasis was adequate and complete. This concluded that portion of the operation. The abdomen was removed off carbon dioxide and the ports were removed. The blunt port fascia was incorporated in the mesh. The anterior fascia in the blunt port was also approximated with 0 vicryl suture in an interrupted fashion. The wounds were irrigated. The skin was approximated with 3-0 vicryl sutures and dressed aseptically with steri-strips and opsite dressing. The patient tolerated the operation well without any complications. Blood loss was minimal.¿ attestation: I, (B)(6), attest that I was there and performed all key portions of the operation of (B)(6). (B)(6) 2006: (B)(6). Implant record. Description: mesh, dual plus 15cm x 19cm (n) (B)(6). Serial/model number: (B)(6). Lot number: 0410751. Manufacturer: gore. Expiration date: 09/2007. Implant site: abdomen ¿ lower. Quantity: 1. Description: mesh, dual plus 20cm x 30 cm (n) (B)(6). Serial/model number: (B)(6). Lot number: 03931889. Manufacturer: gore. Expiration date: 09/2008. Implant site: abdomen ¿ lower. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/0410751) and a gore® dualmesh® plus biomaterial (1dlmcp07/03931889) were implanted during the procedure. (B)(6) 2015: (B)(4). (B)(6). Operative report. Preoperative diagnosis: high-grade small-bowel obstruction due to internal hernia. Postoperative diagnosis: high-grade small-bowel obstruction due to internal hernia. Procedure: exploratory laparotomy 1 hour adhesiolysis and placement of negative pressure dressing measuring 200 square cm. Anesthesia: general endotracheal anesthesia. Findings: the small bowel from approximately the jj anastomosis distally was markedly edematous and hyperemic and ischemic, though clearly viable. It appeared that adhesions from the small bowel to the anterior abdominal wall in the area of her prior mesh herniorrhaphy had torsed on itself creating essentially a volvulus of this limb of the small bowel and ischemia. Hemostasis was adequate at the end of the case. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operating room and transferred to bed in supine position. We performed a time-out, identified the patient, we all agreed upon the procedure to be performed. She did receive preoperative antibiotics. Scds were in place prior to the induction of anesthesia. Care was taken to ensure that her arms and legs were appropriately padded. We prepped and draped the abdomen in sterile fashion. We made a midline laparotomy incision and ultimately entered the abdominal cavity. The small bowel was densely adherent to the anterior abdominal wall that was created, a need for a great deal of sharp dissection. During this process, a small enterotomy was made that was approximately a centimeter. This was closed initially in the internal layer using 3-0 polysorb in running fashion. A 4-0 silks in interrupted lembert suture fashion and created an outer layer. This was patulous and nicely secured. We continued to perform a sharp adhesiolysis throughout the entire abdominal cavity. It was particularly dense over towards the left aspect of the abdomen. Ultimately, we were able to free up everything from ligament of treitz up to the biliary limb anastomosis. It appeared again that this was a volvulus as we did not identify any internal hernia. We inspected the bowel that was edematous. There was no evidence of transmural infarction. It was primarily hemorrhagic and hyperemic. It did peristalse. There was visible pulsations within the antimesenteric border of the bowel. Thus, we decided ___ [sic] period of 24 hours of observation. The viscera returned to the abdominal cavity. The ng tube was confirmed to be within the stomach. A negative pressure dressing was then applied.¿ estimated blood loss: 50 ml. Sponge count: correct. Needle count: correct. Complications: none apparent. Disposition: to be taken to the ICU. I was present for the entire operation. (B)(6) 2015: (B)(4). (B)(6). Operative report. Preoperative diagnosis: status post exploratory laparotomy with adhesiolysis, repair of enterotomy, compromised roux limb. Postoperative diagnosis: status post exploratory laparotomy with adhesiolysis, repair or enterotomy, compromised roux limb. Procedures: reexploration of recent laparotomy and abdominal closure. Assistant: (B)(6). Anesthesia: general. Estimated blood loss: 5 ml. Specimens: none. Drains: none. Operative findings: the inflamed, angry-appearing roux limb looked grossly normal on reexploration. On palpation, it was still a little bit thick walled, but otherwise was healthy, viable, and peristalsing. There was no evidence of internal hernia or large mesenteric defect noted. Indications: (B)(6) is a 58-year-old female with a prior history of roux-en-y gastric bypass, who presented with an acute abdomen and underwent an emergent laparotomy and adhesiolysis 12 hours earlier by my partner, dr. (B)(6). After freeing up an adhesion to the left anterior abdominal wall in an area of prior mesh hernia repair, the bowel appeared to pink up a little bit, but still was erythematous and very angry and inflamed appearing. A vac was placed and she was scheduled to be brought back 12 hours later to reassess the bowel viability. Risks, benefits and alternatives were explained to her family and informed consent obtained. Description of procedure: ¿she was brought to the operating room, placed supine on the table. General anesthesia was uneventfully induced. Scds and a foley had been previously placed and an outer layer of the vac dressing was removed. I confirmed that she had received her scheduled antibiotics at an appropriate time interval. After time-out, we then systematically reexplored her abdomen. Most adhesions had been completely lysed by dr. (B)(6) 12 hours earlier. There were a few soft nonobstructing adhesions in the left upper quadrant matting together the relatively long pancreaticobiliary limb, but in a nonobstructed fashion. We identified the jejunojejunostomy and followed the common channel distally to the ileocecal valve. These adhesions were completely freed up and the bowel was healthy and viable appearing. We then followed the roux limb up towards the retrocolic mesenteric defect. This roux limb grossly looked normal and all inflammatory changes that were described previously had resolved. It was pink, healthy, and peristalsing. It did feel a little bit thickened, but otherwise was unremarkable. No mesenteric defect was noted. There was no other evidence of internal hernia. We then elected to close the abdomen. A looped #1 maxon was used to close her abdominal wall and the previously placed gore-tex mesh in a running fashion. Incision was cleansed and dried, and skin reapproximated with staples. Dry sterile dressing was placed.¿ complications: none. Condition: the patient tolerated the procedure well. After closing films were obtained, documented no retained foreign body, she was extubated in the operating room, then taken to the pacu in stable condition. Attestation statement: I was present, scrubbed, and operating for all portions of the procedure as described. ??/??/??: [missing records: records between 02/19/15 and 10/18/16 including the operative report for ¿central abdomen, removal of foreign body¿ on (B)(6) 2016 were not provided.] (B)(6) 2016: (B)(4). (B)(6). Pathology report. Accession number: (B)(4). Final diagnosis: central abdomen, removal of foreign body: foreign body (gross examination only, see gross description and comment). Comment: the specimen labeled as ¿foreign body central abdomen¿ has been subjected to a gross examination only; there is no soft tissue for microscopic evaluation. If the specimen is needed for other reasons, the case pathologist should be notified within two weeks of the sign out date of this report. This is particularly important as specimens are routinely discarded after prescribed period of time. Gross description: the specimen is received fresh labeled with the patient¿s name, (B)(6), medical record number and ¿foreign body central abdomen.¿ it consists of two irregular fragments of tan-brown to dark brown apparent surgical mesh measuring 11.0 x 2.2 x 0.7 cm and 12.5 x 3.5 x 3.5 cm. No tissue is present. This is a gross examination only. The specimen is reviewed by the attending pathologist. Microscopic: no histological sections are submitted. Specimen description: foreign body. Location: central abdomen. Clinical history: infected gortex mesh. Pre-operative diagnosis: infected abdominal wall mesh. (B)(6) 2016: [missing records: records of the operative report for ¿abdomen, removal of foreign body¿ were not provided.] (B)(6) 2016: (B)(4). (B)(6). Pathology report. Accession number: (B)(4). Final diagnosis: abdomen, removal of foreign body: foreign body (gross examination only, see gross description and comment). Comment: the specimen labeled as ¿foreign body, central abdomen¿ has been subjected to a gross examination only. If it is desired that this specimen be processed for additional studies, particularly microscopic examination, it is suggested that the case pathologist be notified within two weeks of the sign-out date of this report. This is particularly important as specimens are routinely discarded after a prescribed period of time. Gross description: the specimen is received in formalin labeled with the patient¿s name, initials (B)(6) medical record number and ¿foreign body, central abdomen.¿ it consists of 2 on-oriented portions of soft tan-brown synthetic material 9.1 x 6.0 x 0.2 cm and 12.0 x 3.0 x 0.2 cm. Gross examination only. No histological sections are submitted. The specimen is to be reviewed by the attending pathologist. Microscopic: no histological sections are submitted. Patient history: clinical history: infected gore-tex mesh. Preoperative diagnosis: infected abdominal wall match [sic]. ??/??/??: [missing records: records detailing ¿longstanding infected intra-abdominal gore-tex mesh with partial extrusion¿ were not provided.] (B)(6) 2017: (B)(4). (B)(6). Operative report. Preoperative diagnosis: anterior abdominal wall abscess with underlying infected ventral wall mesh. Postoperative diagnosis: anterior abdominal wall abscess with underlying infected ventral wall mesh. Procedures. Exploratory laparotomy, drainage of anterior abdominal wall abscess, extensive lysis of adhesions x2 hours, resection of infected anterior abdominal wall gore-tex mesh, appendectomy. Surgeon: (B)(6). First assistant: mustapha daouadi, md. Description of procedure: ¿a prophylactic antibiotic was ordered to be administered within 1 hour of skin incision. The antibiotic was consistent with the pqri measure. Discontinuation of the prophylactic antibiotic within 24 hours of surgical end time was ordered, and prophylactic antibiotics were ordered to be given within 4 hours of skin incision or intraoperatively. The patient was prepped and draped. There was a large sinus tract extending underneath the midline scar. Using bovie electrocautery, we opened up this sinus tract. We were able to easily identify a very large piece of infected gore-tex mesh that had been placed previously at an outside hospital. We were able to inferiorly, below the mesh get into the peritoneal cavity. We began our extensive lysis of adhesions for 2 hours taking down the small bowel and colonic attachments to the anterior abdominal wall and to the undersurface of the mesh. Once we were able to completely mobilize the anterior abdominal wall, we were able to resect the large piece of gore-tex mesh with the large volume protackers from the anterior abdominal wall. This was performed with bovie electrocautery and sharp dissection. The entire mesh was removed and sent for pathology. We continued to lyse the upper abdominal adhesions including dropping the liver off of the anterior abdominal wall, allowing for there to be clear fascia for ultimate closure. During this dissection we encountered the appendix which was involved with the adhesions to the mesh. We performed an appendectomy. Once this was fully cleared, I invited dr. James o¿toole from plastic surgery into the operating room. He performed the abdominal wall closure. Please see his portion of the procedure. I was present and scrubbed during my entire portion of the procedure.¿ (B)(6) 2017:(B)(4). (B)(6). Operative report. Preoperative diagnoses: recurrent ventral hernia. Infected prosthetic mesh. Infected intra-abdominal collection. Necrotic devitalized anterior abdominal wall and posterior rectus sheath. Postoperative diagnoses: recurrent ventral hernia. Infected prosthetic mesh. Infected intra-abdominal collection. Necrotic devitalized anterior abdominal wall and posterior rectus sheath. Procedures: debridement and resection devitalized nonviable infected process, anterior abdominal wall including resection of a good portion of the posterior sheath on the patient¿s right side more so than the left. Ventral hernia repair. Local tissue rearrangement well in excess of 200 square cm in the subcutaneous plane distinct from the resection of the anterior abdominal wall. Assistant: (B)(6), surgical resident. Specimens: to pathology including culture. Complications: none. Drains: a #7 jp in the subcutaneous space. Indications: ¿the patient is well known to myself. She has had longstanding infected intra-abdominal gore-tex mesh with partial extrusion and the part of it extruded via abdominal wall had been handled in the office [sic] office-based setting. We have been trying to convince her to definitively reconstruct this surgically for some time. She has opted to do so at this time. She understands the limitations imposed by her body type, multiple surgeries and the longstanding chronic infectious process. Recurrent infection is possible, recurrent herniation is possible given the extent and the mature setup of the infection, using a prosthetic material will be avoided unless absolutely necessary, she understands this increases the likelihood of recurrent hernia and additional procedures may be required. Description of procedure: ¿the patient was identified in the preop holding area. Risks, benefits, and alternatives were discussed at length. She is going to get blocks performed by the anesthesia team to mitigate postoperative pain. Subsequent to this, she was taken to the operating room by (B)(6) and his team. Please see his operative report. At the completion of (B)(6) portion of the procedure, I was called to the operating theater and the mesh had been completely removed. Examination of the rectus revealed the posterior rectus sheath heavily involved in the infectious process. There was diffuse necrosis and nonviable tissue as well as infected tissue. Extensive debridement of the posterior sheath bilaterally was carried out right greater than left. All of the infected and inflammatory type tissue was removed completely. Hemostasis was achieved with electrocautery. At the completion of this extensive resection well in excess of 400 square cm, attention was directed towards achieving definitive anterior abdominal wall closure. Given the extraordinary nature of the inflammatory process, prosthetic materials are going to be avoided today because the risks of the patient was exceptional in my opinion, the oncology team was in agreement. Subsequent to that, the skin and fat of the anterior abdominal wall were elevated in a standard fashion to expose the anterior rectus sheath. The abdomen was closed with 2 looped 0 pds. The anterior rectus fascia was plicated to bolster the ventral hernia repair with interrupted 0 vicryl suture. At the completion of the hernia repair, there was significant amount of redundant skin and subcutaneous tissue of the anterior abdominal wall distinct from the muscle in the anterior resection of devitalized tissue. Local tissue rearrangement well in excess of 200 square cm was carried out, resecting nonviable and fibrotic skin and subcutaneous tissue to achieve healthy tissue for definitive subcutaneous closure. Superficial fascial system was closed with 0 vicryl suture. Skin was closed with 3-0 deep dermal and running 3-0 monocryl suture. Dermabond and xeroform were utilized. Of note, prior to definitive closure of the subcutaneous tissue and prior to closure of muscle, triple antibiotic irrigation was utilized intraabdominally after closure of muscle, copious irrigation was used in the subcutaneous space prior to definitive closure. Definitive closure was carried out as mentioned over a #7 jp. The patient tolerated this very well, was extubated without event. I had a postop discussion with the patient¿s sister, (B)(6).¿ (B)(6) 2017: (B)(4). (B)(6). Pathology report. Accession number: (B)(4). Final diagnosis: part 1: appendix, appendectomy. A. Portion of benign appendix with focal acute and chronic inflammation of the outer appendiceal wall but not involving the appendiceal lumen (history of infected mesh with anterior abdominal wall abscess). B. No evidence of neoplasia. Part 2: abdominal wall, debridement: portion of benign skin through subcutaneous adipose tissue with dermal chronic inflammation, few pigmented macrophages, and dense dermal fibrosis. Gross description: the specimen is received fresh in 2 parts: part 1 is labeled with the patient¿s name, initials eew, and ¿appendix.¿ it consists of a 9.2 x 0.7 cm intact vermiform appendix with a 6.3 x 0.9 x 0.5 cm aggregate of tan-yellow mesoappendix. The serosa is tan-gray, dull, and smooth except for a 1.5 x 0.6 cm area of fibrosis and exudate located 2.5 cm from the distal tip. The lumen ranges from 0.3 cm to 0.5 cm and contains green-brown, viscous fecal material. The mucosa is tan-gray, soft, and folded. The wall thickness is 0.3 cm. No mass-forming lesions are identified. Representative sections of the appendix are submitted as follows: ink code: black: resection margin. Cassette key: 1a: resection margin (en face), one additional uninvolved cross section, and the bivalved tip. 1b-1c: area of fibrosis and exudate entirely submitted. Formalin exposure time: 27 hours. Part 2 is labeled with the patient¿s name, initials eew, and ¿debridement abdominal wall.¿ it consists of a 5.3 x 4.1 x 1.0 cm aggregate of tan-pink to gray-brown, focally hemorrhagic, firm soft tissue admixed with membranous tissue. Representative sections are submitted in cassette 2a. Formalin exposure time: 27 hours. Microscopic: (4 h & e) slides reviewed. Microscopic examination substantiates the diagnosis indicated above. Patient history: per (B)(6) operative procedure report ((B)(6) 2017): the patient is a 60-year-old woman with a long-standing infected intra-abdominal gore-tex mesh associated with partial extrusion through the abdominal wall. She now undergoes debridement and appendectomy. Chief complaint/surgery pre-operative diagnosis: infected mesh; nonhealing abdominal wound; ventral incisional hernia. Surgery postoperative diagnosis: infected mesh; nonhealing abdominal wound, ventral incisional hernia. Surgical procedure: flap graft rotational. Lysis of adhesions. Laparotomy exploratory. Histo tissue summary/slides reviewed: part 1. Appendix. Part 2: 2. Debridement abdominal wall. Records span 04/21/06 to 03/02/17. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03931889. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.